Event description:
It was reported the patient's blood glucose level rose to 16 mmol/l (288 mg/dl). The pod reportedly fell off the insertion site while the patient was playing a game.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.